Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrial lead revision due to noise. The lead was then connected to the device and noise was still seen. The physician explanted and replace the device successfully. The patient did well.